Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and a urinary tract infection. The blood glucose reading was not reported. The customer's nurse stated that the insulin pump alarm motor error and that the customer has had trouble controlling her blood glucose levels. Troubleshooting was performed and the insulin pump passed the displacement test. A replacement insulin pump was sent to the customer due to the motor error alarm. Nothing further was reported.